Manufacturer narrative:
1038671-2024-02751 the product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
According to the information provided, the patient underwent a left total knee replacement surgery on. Approximately 3 years and 12 months later, the patient underwent a revision due to pain, joint effusion, and synovitis. The patient underwent a revision procedure to address deformed/bent component. Per the revision operative notes, the patella had ¿plastic deformation of the lateral aspect¿, and the tibial insert showed signs of ¿degradation¿. Components were not returned to exactech for evaluation and no images or radiographs were provided.